Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A provided image is consistent with the allegation of a broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's jaws were uncontrolled. After removing the tip cover, a broken wire was revealed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Failure was related to the instrument's jaws not opening/closing. There was no tissue injury. The instrument was moving by itself. The issue occurred with the surgeon¿s head inside the surgeon side console¿s high resolution stereo viewer. The issue also occurred while the surgeon was attempting to manipulate instruments from the surgeon side console. The device was inspected prior to use and there were no abnormalities.

Event description:
Refer to h11 for follow-up information.